Event description:
The customer reported via phone call that they had a prime rewind anomaly. Customer's blood glucose was unknown. Customer reported insulin continued to drip after the motor stops during the manual prime process. The customer stated they were not wearing the insulin pump while priming. It was also found insulin continued to drip after the act button was released. The customer was unable to successfully prime the infusion set during troubleshooting. Customer reported their drive support cap appeared to be normal. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. The currents are within in specification. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.